Manufacturer narrative:
The hill-rom tech found set screws broken off both hex rods, the left foot, and right head end casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the set screws adn both casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech found the bed pops out of brake when pushed. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).